Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the device's black box showed multiple persistent call service alarms on the reported event date of (B)(4) 2013. The pump powered on with the same call service alarm and the alarm could not be cleared. The pump's display, auditory, and vibration functions were fully functional otherwise. The pump cover was removed and a suspect component was removed, which caused the pump's function to return to normal. The pump was able to power ¿up¿ and to display ¿verify¿ screen. The unit was primed and exercised with no further alarms. Unrelated to the reported issue, the battery compartment was cracked from the threads down to the seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was emitting a recurring call service alarm. The issue was unresolved despite multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.